Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer powers on device 8015 (s/n (B)(4), with system error 133.6090. Case resolution: customer powers on device 8015 (s/n 15353493), with system error 133.6090. ¿ assisted customer to identify problematic error location. ¿ customer to interchange the serial I/o board assembly to isolate problem fault. ¿ customer to repair/replace the serial I/o board assembly. ¿ if any further concerns are identified, customer will give a call back. ¿ end call. (B)(4).